Manufacturer narrative:
(B)(4). Date sent: 2/6/2023. Additional information was obtained: the occurrence was on 09/22/2022 and due to fiscal problems, the material was only withdrawn on 11/09/2022, that is, 45 days after the technical complaint. According to our internal protocol, the material is sent to cme to be submitted to the cleaning process to be sent for analysis. The humidity and corrosion that your company identified in the analysis may have occurred due to the time between cleaning and collection of the material. I also inform you that all the manufacturer's guidelines regarding the disposal of single-use material were followed. We do not reprocess single-use materials." H1, h6 upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Event description:
It was reported that during the procedure using ultrasonic endoscopic video shears, there was no communication with the device cable. The clinical engineer performed tests on the console and hand piece and no problems were identified. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: v70316. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test handpiece and a gen11. During functional testing, it was noted that the hand activation buttons were nonfunctional. However, the device did activate when tested with the footswitch. The device was analyzed, and it was determined that it was possibly used in more than one procedure, based on generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. No communication issues were noted as reported. The device was disassembled to inspect the internal components. Corrosion was found at the hand activation domes. Due to the moisture discovered on the instrument, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch v70316 , and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.